Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: saw patient at 2 weeks there looked to be a reaction to the adhesive and the prineo was removed. She was advised to leave it open to the air.¿ ¿patient has been leaving incision open to air, states it has been draining clear fluid off and on. Warm but not hot to touch.¿ just saw our patient today. The day we saw her last week, she got back on her dupixent and within two days all the nasty stuff has sloughed off, and this is how it is today. She is doing much better. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2023 and topical skin adhesive was used. On an unknown date in (B)(6) 2023, about 2 weeks post op, there was a reaction, 'weeping' at the incision site. Adhesive was removed. Patient was advised to leave it open to the air. Patient states it has been draining clear fluid off and on. Warm but not hot to touch. Dupixient was used to treat. The patient is improving. Additional information has been requested.